Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges customer injected too much insulin based on an elevated blood glucose reading on her meter and collapsed 2 hours later and was unresponsive; exact reading was not provided, ambulance was called, tested her blood glucose reading and administered glucagon. Reading obtained by the ambulance is unknown. Customer reportedly received the following results on a mobile meter, compared to a professional meter, within 10 minutes: 22.0 mmol/l and 8.0 mmol/l (ambulance meter). Caller stated after the patient regained awareness she was measured to 4 mmol/l on the paramedics meter, then the father measured on his aviva nano meter and it was 5.5 mmol/l, and then he tried to do a measurement with the mobile meter and it showed 20 mmol/l.time frame between the measurements is unknown. Caller reported customer was admitted to the hospital; treatment received at the hospital is unknown. Requested return of the alleged device for evaluation.